Event description:
Per the clinic, the patient experienced an infection near the processor site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on july 18, 2024 was filed inadvertently. There was no reported infection or serious injury has occurred.